Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not functioning within normal tolerances and was replaced due to non-prophylactic reasons. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead had fractured and was exhibiting high impedance and high thresholds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.